Manufacturer narrative:
Anvil not returned. Evaluation summary: the analysis results found that the cdh29 device a arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer half was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that the cdh29 device b arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. Device b add'l info: batch # f5tn4a, expiration date: 12/2013. MFR date: 01/2009.

Event description:
It was reported that during a colon procedure two different devices misfired. The device was dialed down into firing range, the safety was released and the trigger was fully fired. It is unknown how the case was completed. No patient consequence was reported. Additional information 07/23/2009 - the first and second device cut completely, but only produced half of a staple line. Sutures were used to complete the staple line and the patient received a temporary ileostomy. The surgeon is going to let this heal and due a complete connection in about six to eight months. The patient is currently doing well.